Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected missing segment display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that display did not return after restart. The customer also stated that the screen was faded out. The insulin pump will be returned for analysis.